Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient (pt) experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The break in aseptic technique was further described as area that was not clean before starting pd therapy. The pt was not hospitalized for peritonitis. On an unreported date, the pt began treatment with vancomycin injection (1 gram, route and frequency not reported), fortum injection (250 mg in each bags, ip, frequency not reported) and heparin injection (2 ml; route and frequency not reported) for peritonitis. On an unreported date, the patient recovered from peritonitis. Additional information was requested but is not available.